Event description:
It was reported that the pulse generator exhibited a high current drain which was reducing the longevity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.